Event description:
It was reported that the customer experienced a low blood glucose (bg) level of low on cgm. Low bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.